Event description:
It was reported to boston scientific corp on july 26, 2007 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2006. According to the complainant, several weeks after the procedure was completed, the pt experienced a moderate case of urinary incontinence. Unable to obtain further pt info.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.